Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the ac power supply and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.